Event description:
Consumer called stating that the seat on the 65650r rollator has allegedly broken and the screws to adjust the brakes have also broke. No injury alleged. The malfunction has not been confirmed.